Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt there was placement difficulty including a defect with the screwing mechanism. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended /retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.